Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse observed that the battery would not eject from either battery slot. The fse replaced the battery, then completed a full preventative maintenance (pm) service with full calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the spring mechanism for battery bay #1 for the cardiosave intra-aortic balloon pump (iabp) was no longer pushing the battery forward for removal which made removal of the battery difficult. This was discovered when the end user had attempted to remove the battery to replace it with the removable ac power supply while the cardiosave was in transport configuration. The end user was able to remove the battery from battery bay 2 and place the ac power supply into bay 2 to complete the transport. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the battery would not eject from either of the batter slot. To fix the issue, the fse replaced the battery pack, li-ion, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h6 - type of investigation(removed - analysis of production records/3331).